Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated device longevity check, the nurse stated that the right atrial lead was fractured. Review of the egms revealed atrial lead noise. The noise could be reproduced with isometrics. The patient was asymptomatic; no intervention was performed.

Event description:
New information received on (B)(4) 2019 indicates that the patient's right atrial lead was removed and replaced due to the previously noted noise issue. The patient is recovering.